Event description:
The pt was admitted for a procedure in 2008 with a 95% lesion in the mid internal carotid artery. The lesion was mildly calcified and eccentric and was 15 mm in length. The vessel was 7.0 mm in diameter. An angioguard was placed and a precise stent was implanted without any complications. Post stent deployment, it was noted that the pt had behavioral changes, aphasia and dysarthria. The pt was diagnosed with an ischemic stroke. The angioguard was still in place when the pt experienced the stroke. The stent had been placed and the pt started to have very mild symptoms of a stroke. Later on in the night, the pt developed profound changes from the stroke. The pt went to physical, occupational and speech therapy while in the hosp. The pt was doing much better, but was not fully recovered at discharge. The pt's medications included aspirin and clopidogrel.

Manufacturer narrative:
This is one of two prods involved with this adverse event in which associated MFR report numbers are 1016427-2008-00251. Add'l info will be submitted upon 30 days of receipt.